Event description:
It was reported that the drain lever on the device broke and the unit would not work. Approx 600 ml of blood was discarded. A back-up device was not used. The pt was not given any pre-donated or bagged blood. There were no adverse consequences and no medical intervention reported related to the event.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.